Event description:
Allegedly, the packaging and the device are both labeled? 58? However, the shell appears to be actually? 56?. Dr spent more than 35 minutes trying to seat the liner then removing a screw and the cup to ream up to the next size. Surgery delayed more than 30 minutes due to the failure of this device. Related mpo product: product ID: p2lxle36 prime a-class® xlpe lipped lot. No: 1983949. Qty: (B)(4).